Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that as the product was being pulled out of the patient, the filament was left in the vein of the patient. No other information was provided.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of damage to the guidewire was confirmed but the exact cause was not determined during the evaluation. The product returned for evaluation was a 22ga x 8cm powerglide pro midline catheter and insertion system. Blood residue was seen throughout the catheter and needle/wire mechanism. Gross visual evaluation confirmed that the coil wire, which normally surrounds the inner core of the guidewire, was missing. Microscopic examination of the guidewire showed that the weld tip was missing and the tip of the core wire was slightly curved. Examination of the needle bevel was unremarkable. Microscopic examination of the catheter showed a linear set of indents roughly the width of the guidewire diameter and leading from one edge of the catheter tip to a region 180° along the perimeter of the catheter edge. Through the evidence observed it appeared that the event had occurred during use but no evidence was observed which suggested a specific cause, or contributing factors, of the reported event. No further action is required because the reported event could not be related to a deficiency in product manufacture or deficiency while under correct product use. A lot history review (lhr) of recn1702 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that as the product was being pulled out of the patient, the filament was left in the vein of the patient. No other information was provided.